Event description:
A customer contacted baxter's technical service center regarding a home patient (hp) using a drain line extension for several days while on the home choice (hc). The hp was had been using the drain line extension for three days. The technical services representative (tsr) reviewed the recommendations for the extension lines. The hp would try changing out the drain line. Product surveillance (ps) contacted the hp on (B)(6) 2011 regarding the hp reusing the drain line extension. Hp was asked if he was aware of the recommended use of the drain line and to change it out everyday. The hp stated yes. There was patient involvement. No medical intervention or patient injury was reported.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. A batch review will not be conducted. There was no allegation of a product malfunction.

Manufacturer narrative:
(B)(4). This complaint for a use error was not confirmed due to lack of sample. The cause was determined to be use error- patient had not changed the drain line for three days. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.